Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." This report is number 2 of 2 mdrs filed for this event (reference 1825034-2013-02927 / 02928).

Event description:
It was reported patient underwent total hip arthroplasty (B)(6) 2004. Subsequently, a revision procedure was performed (B)(4) 2013 due to pain and metallosis. The head and cup were removed with a biomet head and competitor cup. No further information has been provided to date.